Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Isi field service engineer (fse) was unable to reproduce the reported problem. The customer confirmed that there were no further issues with the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The fse was unable to reproduce the reported problem. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm1) was drifting down after clutching. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs with no errors noted and inquired if the usm1 instrument clutch button was double pressed. The usm1 was not double clutched. The customer stated that the staff member clutched the usm1, turned around for something and when turning back, the usm1 was rotated downward. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon side console¿s high resolution stereo viewer. The surgeon was not attempting to manipulate instruments from the surgeon side console. The failure was not related to an inability to move the instrument at all. There was no shakiness and/or friction experienced/observed, instrument-to-instrument or system arm-to-arm interference or any external collisions. The issue was intermittent. The customer was possibly unaware of instrument clutch button being engaged and needing to give control back to the surgeon. There has been no continued issue since this event.